Manufacturer narrative:
Section b5: previously reported event description was incorrect. Correct event description added. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. No additional information was provided. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2020- (B)(6) 2020. On (B)(6) 2020, anastomosis insufficiency showed up during presacral installation of an endovac system. There was a healing phase of 6-8 weeks expected until anteroposterior (ap) repositioning could be planned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2020-(B)(6) 2020. On (B)(6) 2020 anastomosis insufficiency showed up during presacral installation of an endovac system. There was a healing phase of 6-8 weeks expected until chest positioning could be planned.